Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who guided them through a successful pump reset and sensor session initiation, resolving the issue without further errors.